Event description:
The international customer reported that the ventilator would not boot up. The device was not in use; therefore, there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the power management pcb board to address the reported problem.